Event description:
On (B)(6) 2021, the patient presented once again with a ¿refracture¿ through the allograft bone plate. The surgeon noted there seemed to be a new fracture level from the previous fracture level which still seemed to be anatomically reduced. The allograft bone plate was clearly fractured, and the femur was rotated, and the displacement occurred through a new fracture line. Extensive scarring along the shaft of the femur due to the previous fracture and the previous allograft and cables were encased in scars and required meticulous removal. There were no indicated intra-operative complications. Affected side was left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
On (B)(6) 2021 a second attune revision patient presented to the ER with the same type of fracture leading the surgeon to believe that there is some sort of flaw in the press fit stem design and requested that I report both events to depuysynthes. Surgical delay of 3 hours doi: (B)(6) 2021 dor: (B)(6) 2021. Unknown knee side.